Manufacturer narrative:
Fowler bracket; caster horn assembly.

Event description:
It was reported by service report that the cot had worn lock tube assembly, j-slot bushing, bent and cracked fowler bracket, worn caster horn assembly, and base spacers. No pt involvement or adverse consequences are reported.